Event description:
Info received related to a clinical trail conducted outside the u.s. Reporting that a stent occlusion (restenosis) occurred with acute myocardial infarction in 2003, requiring medical intervention in order to prevent permanent impairment/injury.